Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 592 to over 600 mg/dl. Customer went to the emergency room (ER) on (B)(6) 2022 with a bg level over 600 and ketone levels identified as dangerous by a healthcare professional. The customer was subsequently hospitalized and was treated intravenously with fluids of saline, insulin, potassium, and magnesium. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin; however, troubleshooting was performed and it was found that the customer was using an off-label infusion set. Tandem technical support educated the customer that animas brand infusion set is off-label per the tandem user guide. A system check with tandem technical support did not identify any additional issues with the pump or related supplies.